Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 562 mg/dl. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Ran a displacement and self test and they passed. Recommended the caller to have the customer call us to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.